Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (sleeve steering issues), associated with the unintended sleeve steering behavior, could not be determined. The reported improper or incorrect procedure or method was associated with the user re-inserting the cds into the sgc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation due to ischemic dilated cardiomyopathy for a mitraclip procedure. The clip delivery system (cds) was entered into the steerable guide catheter (sgc) and the blue markers were aligned. Once the clip was in the left atrium and the cds was rotated, and it rotated in the reverse direction of the handles. When m or l knob was turned, the clip rotated in the opposite direction. The cds was removed and reinserted into the sgc three times to attempt to align the blue markers. The clip was removed and replaced to complete the procedure. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.